Manufacturer narrative:
H.6. Investigation: no samples or photos displaying the condition reported are available for examination. However, corrective and preventative action, CAPA#1132752, was opened to investigate the reported defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the syringe leaked when attached at the buff cap during an IV infusion. Neonatal intensive care unit rn noted a 3ml syringe leaking when attached at the buff cap during an IV infusion. The infusion was stopped and a new syringe was obtained from pharmacy. There was no harm to the infant. Medwatch reports# (B)(4) were filed in response to this event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the syringe leaked when attached at the buff cap during an IV infusion. Neonatal intensive care unit rn noted a 3ml syringe leaking when attached at the buff cap during an IV infusion. The infusion was stopped and a new syringe was obtained from pharmacy. There was no harm to the infant. Medwatch reports# (B)(4) were filed in response to this event.